Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). The battery was at 37% now down to13% and seems to be depleting early. Data shows power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component, bd behavior. Boston scientific technical services (ts) consultant recommended device replacement. The device remains in-service. No additional adverse patient effects have been reported.